Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire breast biopsy system was received for evaluation. The encor enspire breast biopsy system was visually inspected upon receipt and no physical damage was found to the unit. The device was functionally tested and passed the tests. No other anomalies were identified. Therefore, the investigation is unconfirmed for the reported device goes into marker mode by default after taking the samples. And the sound of the vacuum seemed different. The root cause cannot be determined as the problem could not be reproduced. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the device goes into marker mode by default after taking the samples and the sound of the vacuum seemed different. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2045).

Event description:
It was reported that the device goes into marker mode by default after taking the samples. And the sound of the vacuum seemed different. There was no reported patient injury.